Event description:
Related manufacturing reference number: 2017865-2023-93389. It was reported that the right ventricular lead had perforated into the patient's left ventricle. No pericardial effusion was noted. The physician decided to explant and replace the lead. During the procedure, it was noted that the right atrial lead exhibited an insulation breach. Both leads were explanted and replaced. The patient was stable.